Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a drg system explant procedure on (B)(6) 2023 [related manufacturer reference number: 1627487-2023-03370], only part of one of the drg leads came out. The physician suspected that perhaps the lead was caught on the hardware from the patient's lumbar fusion. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7672424.